Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported two of the clips that were fired were loose and did not close in the center of the clip. The clip applier was apart of a kit. There was no consequence to the pt.